Event description:
Ous MDR - after an implantation time of about 3 months, this device was explanted due to oversensing. There were no adverse patient effects reported.

Manufacturer narrative:
Ous MDR.